Manufacturer narrative:
The received device was evaluated and found an exposed needle before opening the pod. When the device was opened, scoring marks were identified on the inside of the top housing near the linkage assembly pivot post signaling interference with the needle mechanism assembly. The needle fully retracted when the device was opened. Investigation found no defects or manufacturing deficiencies, including the exposed needle, that would contribute to an improper insertion of the cannula or a failure of the pod to deliver insulin. The received device had the cannula assembly fully deployed and the pod was deactivated at 2311 pulses. Although no damage related to the reported event was present, the reported event could not be determined.

Manufacturer narrative:
The product was not returned for evaluation. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ent450. 17845-5c-aw rev a 10/17. Changing your pod 3 / page 34. Warning: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged. Changing your pod 3 / page 23 warning: because the pod uses only rapid-acting u-100 insulin, you are at increased risk for developing hyperglycemia if insulin delivery is interrupted. Checking your blood glucose 4 / page 36. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose levels reached 20.1 mmol/l (361.8 mg/dl), while wearing the pod between 36 and 48 hours on the hip/buttocks. It was noted that the patient was unsure if the cannula inserted properly. As treatment for the hyperglycemia, correctional boluses were administered and a new pod was applied.